Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump was alarming motor error during the manual prime. The customer stated she had an MRI scan done and she could not remember if she removed the insulin pump or not. The displacement test was performed and the insulin pump failed. The customer was instructed to discontinue using the insulin pump.